Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl, and she was treated with the insulin pump and manual injections. The mother stated that the event happened a year ago. Troubleshooting was performed. The time, date, and settings were correct. The mother mentioned that the insulin pump is cracked at the battery compartment. The customer's blood glucose reading at time of call was 159mg/dl. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.